Event description:
It was reported that during use with bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter: customer reporting overfilled tubes for product 363083.

Manufacturer narrative:
No customer samples or photos were returned in support of this complaint therefore, 10 retention samples from the bd inventory were functionally tested and the issue of overfill was not observed as all tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode with the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the following information was provided by the initial reporter: customer reporting overfilled tubes for product 363083.